Event description:
During a procedure it was reported the catheter was not detected by carto system after introduction into the patient. The carto system reported a problem of distortion. Upon retracting the catheter, it was observed a breakage of the sheath of the catheter about 5 cm of the distal end. Due to this condition this is now a MDR reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. As the lot # 15987797l was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
B) (B)(4) during a procedure it was reported the catheter was not detected by carto system after introduction into the patient. The carto system reported a problem of distortion. Upon retracting the catheter, it was observed a breakage of the sheath of the catheter about 5 cm of the distal end. The bwi failure analysis lab received the device for evaluation and was visually inspected. The shaft was found bent about 44 cm from sleeve. In addition, the tip and shaft were found separated as per what was reported. Further investigation revealed that the cause of the failure was the separation of the polyimide stiffener from the quad lumen tip. However and after an investigation carried out with manufacturing and production team, the root cause of the polyimide slippage could not be determined. An internal corrective action has been created to address this issue. Customer also reported problems with the carto system. The catheter was evaluated for eeprom and the eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The customer complaint was confirmed.